Event description:
It was reported that a clearlink, paclitaxel set leaked around the area that went into the unspecified infusion pump. This was observed during use of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.